Event description:
It was reported that the event occurred during a robotic laparoscopic radical prostatectomy procedure, when the patient was in the operating room and under anesthesia. Shortly after docking, when trying to insert the monopolar curved shears onto arm 4, it was blocked inside of the trocar. The monopolar curved shears was detached and reattached, but it did not change anything. Looked as if there was something blue inside of the trocar. The shears were withdrawn and the trocar was taken out of the patient. Tried to free the cannula from the blue part it had inside but with no success. A new single use trocar was used to continue with the procedure. The seal of the trocar seemed to be intact. Later, the bipolar maryland forceps were not recognized. The sterile interface module (sim) was detached from the arm while making sure the sterility was preserved, and then reattached. The bipolar maryland forceps were then recognized. Then an instrument error occurred during the preparation of the prostate at one hour and twenty-five minutes. The bipolar maryland forceps were removed from the patient, detached from the sim, reattached and reinserted. At one hour and thirty minutes there was another instrument error. Changed the sim to a new one, but this did not solve the instrument error. The bipolar maryland forceps were then changed to another one and there were no issues after. When the monopolar curved shears were placed on arm 4 at one hour and forty minutes, during the prostate preparation, there was an instrument error alarm. The shears were withdrawn from the patient, detached, reattached and then worked for the rest of the procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: mrasi0005 - bipolar maryland forceps mrasi0005, serial# (B)(6) mrasi0001 - monopolar curved shears mrasi0001, serial# (B)(6) mrasa0003 - sterile interface module mrasa0003, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the two received images depict the circular seal pushed down in the cannula. It was reported that it was difficult to remove the instrument from trocar. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.